Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels. Water was consumed and a bolus was delivered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The contact declined to remove the cannula and would possibly change it out later. The contact declined tandem technical support's offer to follow-up.